Event description:
A caller reported that the indicated battery charge on their pump dropped significantly in a short period. There was no confirmed report of an impact on the customer's blood glucose level, as the customer declined to provide specific information. The issue was not current, and there was no unexpected shutdown of the pump. Customer support arranged for a replacement pump and provided instructions for storage mode and returning the problematic pump. The customer was advised to use multiple daily injections as backup therapy to maintain insulin delivery continuity.